Manufacturer narrative:
The reported complaint of mid:09 (air trap assembly) error message on the thermogard xp ivtm system (serial # (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported complaint was due to a defective air trap block. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During archive review, mid: 09 was identified on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message mid:09 (air trap assembly). To remedy mid:09, the air trap block with board was replaced. The system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
The customer reported that during patient intravascular temperature management (ivtm) therapy, the thermogard xp ivtm system (serial # (B)(4)) displayed error code mid: 09 (air trap assembly). According to the customer, their facility biomed dried out the console and replaced the start-up kit (lot #unknown) but mid:09 could not be cleared. A zoll thermogard system loaner was provided to continue with ivtm therapy. No patient consequence.